Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer, health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 30 mg/ml at 9.256 mg via an implantable pump. It was reported that this patient had a pain pump for several years with many pocket revisions needed due to the surgical site opening up. Today, the hcp made the pump pocket larger and replaced the 40 ml pump with a 20 ml pump in hopes of resolving the issue. The hcp stated that there was no issue with the pump itself but rather an issue with the pocket. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting was performed other than the surgical intervention that occurred that day. It was unknown if the issue was resolved. Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the rep stated that they were revising the pump today and wanted to review revision scenarios using the 8596sc. The rep stated that she was not familiar and had not spoken to the patient yet. The rep did not know if there was a current problem with the pump or the revision was being done due to patient's history with the pump. The rep stated that the pump had been revised several times in the past due to flipping and wound opening. The rep stated that they were switching the patient from a 40 ml pump to a 20 ml pump. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that they did not know the specifics of when the pump was found to be flipping in the past, only that it was an issue for this patient. To the rep's knowledge, there were no issues with the catheter. The physician stated that his refill appointments had been going fine with no apparent issues. The rep stated that they also had no further information on whether the issue was resolved or not. It was stated that the hope was that by putting in a smaller pump, it would resolve the issue. The rep stated that they had not spoken to the physician or patient since (B)(6) 2024.